Event description:
New information received notes that the lead was capped on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up visit, noise was observed on the right ventricular lead. The physician capped and replaced the lead. The patient was stable before, during and after the procedure.

Event description:
Correction: noise was oversensed on right ventricular lead.